Manufacturer narrative:
This case is the same case as MDR ID # 3011632150-2019-00035 and MDR ID # 3011632150-2019-00036. During preparation of MDR ID # 3011632150-2019-00036 it was identified that the biomimics 3d vascular stent system used during the index procedure on (B)(6) 2018 was expired (expiry date 31-march-2018, catalog no. 131816-10, and lot no. 353284). There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This case is the same case as MDR ID # 3011632150-2019-00035 and MDR ID # 3011632150-2019-00036. The patient was treated as part of the (B)(6) study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a de-novo occlusion located between the proximal third of the superficial femoral artery (sfa) and the proximal popliteal artery of the right leg. The target lesion presented with a 5.0 mm proximal reference vessel diameter and a 4.0 mm distal reference vessel diameter, 280 mm in length, 100% stenosed, and with grade 3 calcification. Pre-dilatation was performed using a 4.0 x 120 mm percutaneous transluminal angioplasty (pta) balloon and a 5.0 x 40 mm drug-coated balloon/drug-eluting balloon (dcb/deb). Three biomimics 3d stents were implanted: 5.0 x 80 mm; 6.0 x 125 mm; and 6.0 x 100 mm. Post-dilatation was performed using a 4.0 x 80 mm pta balloon. On nk/unk/2018 the patient was hospitalised due to restenosis of the treated segment (target lesion). On (B)(6) 2019 percutaneous intervention was performed (covered stent, dcb/deb, and thrombectomy). The event was resolved on (B)(6) 2019. The devices remain implanted.